Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash. The patient's physician ended use of the lifevest, but it is unknown if the rash was caused by the lifevest or a medication. The medical outcome is unknown.